Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose since (B) (6) 2010. She stated her blood glucose measured 21.5 mmol/l (387 mg/dl) when she woke up. She changed the infusion set and later her blood glucose measured 24.5 mmol/l (441 mg/dl). She switched to the backup infusion device and bolused 10 units of insulin. At the time of the report her blood glucose measured 16.5 mmol/l (297 mg/dl). Her normal blood glucose range is 6.6-6.9 mmol/l (119-124 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.